Manufacturer narrative:
A visual examination of the device revealed feeding port open and the medicine port to be closed. The c-clamp was found to be closed. The external bolster was located at the 4 cm mark and was without issue. The internal bolster was found to be separated from the device and was returned. Large remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. The ID of the bolster presented voids where material pulled away. There were no voids or defects found in the internal bolster that might have contributed to the failure. It appears that the internal bolster was securely molded to the tubing. The tubing did not present evidence of material degradation during implantation. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during use. Bolster detachment during removal most likely occurred because of excess force applied to the device during removal causing the bolster to detach. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2012.according to the complainant, during the replacement on (B)(6) 2013, the distal part of the placed securi-t tube detached into the patient's stomach. The detached portion was removed endoscopically. A new securi-t percutaneous replacement gastrostomy tube was placed.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6) 2012. According to the complainant, during the replacement on (B)(6) 2013, the distal part of the placed securi-t tube detached into the patient's stomach. The detached portion was removed endoscopically. A new securi-t percutaneous replacement gastrostomy tube was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.